Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9625 3.0 mm hex driver, batch 022348, was received for investigation. The tip of the device was found to be fractured. Testing was not performed due to the observed damage. The most likely cause of the reported failure is user error, specifically over-torquing or over-engaging the inserter within the screw during use. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-9625 hex driver broke during surgery with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.